Event description:
It was reported patient experienced pain at the anchor and ipg site was sensitive and anchors were protruding through the skin and causing discomfort. The right lead exhibited high impedances and unable to provide effective therapy. As such surgical intervention was undertaken on (B)(6) 2025, wherein the leads were replaced with a paddle lead and the anchors were explanted and ipg was repositioned. Therapy was restored post op.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.